Event description:
The device was returned for service. During service by baxter, cracked upper and lower door hinges were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported an occlusion alarm. Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated on-site by a baxter service technician. Inspection of the device found that the occlusion alarm was caused by cracked upper and lower door hinges. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.